Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra 2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. At an unspecified date/time, the patient stated she developed symptoms of ¿itching¿. The patient reported that the alleged power issue began on (B)(6) 2014 at 8:00 a. M. The patient manages her diabetes with oral medication (metformin), diet, and exercised and stated she took an increased dose of medication (metformin, 1000 mg) in response to the alleged issue. At an unspecified time on (B)(6) 2014, the patient stated her blood glucose was tested with an ems meter and obtained a reading of ¿551 mg/dl¿. At 8:00 a. M. The patient claimed her health care professional (hcp) treated her with oral medication (metformin, 1000 mg). At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.